Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during the prime process. The blood glucose have been high. The current blood glucose reading is 433 mg/dl. Customer treated with bolus. The drive support cap is flush. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a faulty force sensor resistor. The device passed the displacement, rewind, basic occlusion and excessive no delivery tests. A cracked case, scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads noted.